Event description:
It was reported that the customer's insulin pump's battery compartment was broken. The customer's blood glucose level was 160 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a minor scratched display window. The unit was received with broken battery tube threads. The insulin pump was received with cracked reservoir tube lip.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.